Manufacturer narrative:
Findings: pump received with blank display due to moisture damage electronic assembly. Unable to verify motor error alarm due to blank display. Unit had corroded motor home switch and extremely scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a display anomaly. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.